Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check the implantable pulse generator (ipg) battery longevity indicated less than six months remaining. The patient came in for a follow up appointment and the device indicated battery longevity had been updated to greater that four years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Battery status is "good" at 2.765 volts. If information is provided in the future, a supplemental report will be issued.